Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent changes in impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Engineering analysis and testing of returned products has determined that repeated, small movements of the lead terminal ring along with variances in the connection contact force and surface roughness can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurement.

Event description:
It was reported that this right ventricular (rv) lead was exhibiting high out of range impedance measurements greater than 3000 ohms. Technical services (ts) reviewed device data and found that a signal artifact monitoring (sam) event was declared due to minute ventilation (mv) oversensing. The device was also in unipolar configuration due to the lead safety switch that occurred. There was no oversensing noted and ts recommended further evaluation in the clinic. No adverse patient effects were reported. This device remains in service. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent changes in impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Engineering analysis and testing of returned products has determined that repeated, small movements of the lead terminal ring along with variances in the connection contact force and surface roughness can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurement.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Pin gage testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. The associated investigation also determined that this device exhibited intermittent changes in impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection. Engineering analysis and testing of returned products has determined that repeated, small movements of the lead terminal ring along with variances in the connection contact force and surface roughness can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurement.

Event description:
It was reported that this right ventricular (rv) lead was exhibiting high out of range impedance measurements greater than 3000 ohms. Technical services (ts) reviewed device data and found that a signal artifact monitoring (sam) event was declared due to minute ventilation (mv) oversensing. The device was also in unipolar configuration due to the lead safety switch that occurred. There was no oversensing noted and ts recommended further evaluation in the clinic. No adverse patient effects were reported. This device remains in service. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent changes in impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Engineering analysis and testing of returned products has determined that repeated, small movements of the lead terminal ring along with variances in the connection contact force and surface roughness can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurement. Additional information was received that this crt-p was explanted and replaced. Other than the surgical procedure, no additional adverse patient effects were reported. This crt-p has not been returned for analysis.

Event description:
It was reported that this right ventricular (rv) lead was exhibiting high out of range impedance measurements greater than 3000 ohms. Technical services (ts) reviewed device data and found that a signal artifact monitoring (sam) event was declared due to minute ventilation (mv) oversensing. The device was also in unipolar configuration due to the lead safety switch that occurred. There was no oversensing noted and ts recommended further evaluation in the clinic. No adverse patient effects were reported. This device remains in service.

Event description:
It was reported that this right ventricular (rv) lead was exhibiting high out of range impedance measurements greater than 3000 ohms. Technical services (ts) reviewed device data and found that a signal artifact monitoring (sam) event was declared due to minute ventilation (mv) oversensing. The device was also in unipolar configuration due to the lead safety switch that occurred. There was no oversensing noted and ts recommended further evaluation in the clinic. No adverse patient effects were reported. This device remains in service. Additional information was received that this crt-p was explanted and replaced. Other than the surgical procedure, no additional adverse patient effects were reported. This crt-p has not been returned for analysis.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent changes in impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Engineering analysis and testing of returned products has determined that repeated, small movements of the lead terminal ring along with variances in the connection contact force and surface roughness can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurement.